Manufacturer narrative:
Investigation summary: as no physical sample or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be confirmed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Material: 304134, batch#: unknown. It was reported that the bd syringe control 10ml ll bns tip broke. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. We were notified of a complaint from a customer stating syringe breaking .please see the below details regarding the reported issue. If it is indicated that a sample is available, please provide shipping instructions within 30 days or the sample will be disposed of. Medline complaint #: (B)(4). Defect description: syringe breaking. Medline part #: 23119. Product description: syr cntrl 10ml l/l. Vendor part #: 304134. Lot #: unknown. Date reported: 10/11/2024. Sample received: no. Response needed: summary of findings and corrective action incident reported to the FDA as MDR-30 day. Reference no. 1423395-2024-00496. Additional information: hello, according to the facility: the adapter tip is breaking off of the syringe and the plunger is off center and comes out. That is all the information we were provided about the issue. Additional information provided: 1. Kindly provide the batch/lot number of the product. Unknown. 2. Kindly provide the date of event. 10/11/2024. 3. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No medical intervention or serious injury. 4. Please provide the address of the facility for us to ship the return label? No sample is available ¿ was not returned by facility.